Event description:
It was reported that the surgeon was trying to move the cup inside the pelvis and the emphasys cup inserter stripped and became cross threaded so we had to open another inserter. Also in the same case the surgeon had a weird angle on his calcar reamer and created some bone spurs on the new style broaches preventing the neck to seat down during trialing. Unknown surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.